Event description:
The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high blood glucose and possible under delivery anomaly on july 08, 2021. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see the boluses delivered on the event date 08-jul-2021 in the pump history file. 07/08/2021 00:22:13.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4 bolusamountdelivered = 3.05 07/08/2021 00:22:13.000 boluscanceled systemtime = 07/08/2021 00:22:13.000 cancellationreason = canceled by user 07/08/2021 13:34:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 11.6 bolusamountdelivered = 11.6 07/08/2021 16:06:20.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.2 bolusamountdelivered = 9.2 07/08/2021 17:25:56.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 07/08/2021 20:43:34.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.7 bolusamountdelivered = 6.7 there was no user suspended alert or auto suspend alarm noted on the event date 08-jul-2021 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bg's. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was under delivering of insulin due high blood glucose. Customer stated they were hospitalized due to a high blood glucose of 350mg/dl on july 8, 2021. Customer stated that other blood glucose was 217mg/dl. The insulin pump will not be returned for analysis